Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Insulation and conductor damage was noted at 23.7-25.7cm from the connector pin consistent with clavicle crush damage. The sensing conductor insulation and inner coil was damaged at this location. This is consistent with the observation from the field of noise and low lead impedance.

Event description:
It was reported that a patient presented in-clinic for normal follow-up. Episodes of non-sustained ventricular oversensing due to noise were noted. Decreased pacing lead impedance was also observed. The noise was reproducible with arm movements. The lead was explanted and replaced. The patient was stable after the event.